Manufacturer narrative:
The 9615008-2017-00007 is associated with argus case (B)(4), sensodyne pronamel toothbrush. Device qa results as of 26 april 2017: as the batch details or sample were unavailable for this complaint, a full investigation could not be completed. As this information is not available the complaint cannot be substantiated.

Event description:
'Nearly choked' [choking]; swallowed bristles [accidental ingestion of product]. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a female patient who received gsk toothbrush (sensodyne pronamel toothbrush) toothbrush for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started sensodyne pronamel toothbrush at an unknown dose and frequency. On an unknown date, an unknown time after starting sensodyne pronamel toothbrush, the patient experienced choking (serious criteria gsk medically significant), accidental ingestion of product and product complaint. The action taken with sensodyne pronamel toothbrush was unknown. On an unknown date, the outcome of the choking, accidental ingestion of product and product complaint were not reported. It was unknown if the reporter considered the choking and accidental ingestion of product to be related to sensodyne pronamel toothbrush. Additional details, this was one of the two cases reported by the same reporter. The other linked case ID was (B)(4). The consumer reported that the clumps of bristles came out into her and her daughters mouth and they nearly choked. She further reported that her daughter and herself nearly choked on thus product and that potentially some of the bristles might have been swallowed as some of the missing bristles they could not find. The suspect product was sensodyne pronamel toothbrush general product. Follow up information received from qa department on 26 april 2017. Qa analysis revealed the product complaint to be unsubstantiated.